Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment on the liberty select cycler. During the call the patient reported they had peritonitis. Upon follow up, the pdrn stated the patient came into the clinic and was found to be constipated which was causing the drain complications. The pdrn additionally stated the patient¿s peritonitis was resolved. The cause of the patient¿s peritonitis was not reported. The date of diagnosis was not reported. The patient completed an unknown course of antibiotics. The pdrn stated the peritonitis was unrelated to the liberty select cycler or other fresenius product(s). The pdrn declined to provide further information regarding the peritonitis event. The patient is continuing pd therapy utilizing the liberty select cycler without issue. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although a cause of the peritonitis and the culture results were not provided, the pdrn stated it was not related to the liberty select cycler or other fresenius product(s). All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment on the liberty select cycler. During the call the patient reported they had peritonitis. Upon follow up, the pdrn stated the patient came into the clinic and was found to be constipated which was causing the drain complications. The pdrn additionally stated the patient¿s peritonitis was resolved. The cause of the patient¿s peritonitis was not reported. The date of diagnosis was not reported. The patient completed an unknown course of antibiotics. The pdrn stated the peritonitis was unrelated to the liberty select cycler or other fresenius product(s). The pdrn declined to provide further information regarding the peritonitis event. The patient is continuing pd therapy utilizing the liberty select cycler without issue. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Additional information: g.1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.